Manufacturer narrative:
Patient identifying information is not available for reporting. Device broke intraoperatively and was not implanted/explanted. Device is expected to be returned to manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing evaluation was completed: part was received broken into two pieces through hole. Visible gouging is present at adjacent sides of broken sections. Anodize has been removed at gouged areas. The measurable dimensions were checked and passed; the one hole could not be measured due to the breakage of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 3.5mm anterior clavicle plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate (lcp) in question broke when the surgeon tried to bend it. That attempt was the surgeon¿s first time bending it. The surgeon used another plate and completed the operation. No surgical delay was reported. This report is 1 of 1 for com-(B)(4).